Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep. In (B)(6) that during knee arthroscopy, it was observed that the truespan 12 degree peek device did not work. The first implant being well positioned in the intra-articular space and both implants and the suture came out instead of just one. It was reported that the surgeon was not off-axis. It was reported that the implant was removed by tracking back the orthocord suture that held both implants. It was reported that the surgeon used a probe and fully depressed the trigger until it clicked. It was reported that tip of the needle was still in scope view. It was reported that the case was completed by opening another truespan with a ten minute delay using a different bone hole. It was reported that a medical intervention is planned. There was patient involvement reported. It was not reported if there was a prolonged hospitalization but a medical intervention was planned. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device has been returned and the investigation summary below has been updated to reflect the device evaluation. The device was received and evaluated. Visual observations revealed both the implants got stuck at the distal end of white sleeve stop tube of the device. This complaint can be confirmed. The shaft is slightly bent/deformed near the distal end of the device. Both implants were intact and linked together with the suture, no anomalies were found on the implants. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. One of the possible root causes for the reported failure is user technique in applying the device with too much force, but due to the current condition of the device we cannot determine a definitive root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned even after multiple attempts made to retrieve the device for evaluation, therefore, the device is unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination per qlik query executed (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this issue. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.